Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the registered nurse was performing medication administration as per policy when the ng tube began to leak at the y-site of the two purple ports and there was a crack. Prior to this, there were no issues disconnecting. It is not known how long the device was in place because the patient was transferred from another facility on (B)(6) 2021 and arrived with the ng tube. The ng tube had to be removed and a new one reinserted.